Manufacturer narrative:
The subject device remains implanted in the patient.

Event description:
It was reported that approximately a year after the stenting procedure, the patient experienced stent occlusion due to in-stent restenosis. The patient did not experience any symptoms and modified rankin scale (mrs) was 0; therefore, no additional treatment was performed. The patient continues to have no symptoms. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, restenosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that approximately a year after the stenting procedure, the patient experienced stent occlusion due to in-stent restenosis. The patient did not experience any symptoms and modified rankin scale (mrs) was 0; therefore, no additional treatment was performed. The patient continues to have no symptoms. No further information is available.